Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation by baxter service personnel. This condition was caused by a depleted battery. The main batteries and battery harness were replaced to correct this condition. There have been similar reports to baxter regarding this issue. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient/user involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. The customer is not willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was determined by quality engineering that the reported problem, of a damaged battery, was a result of user error.